Event description:
It was reported to philips that a fault within the geo ipc caused the emergency stop to activate. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting fse found that emergency stop was activated in the system because the circuit of emergency stop was lost as ipc adaptor board was defective. Philips suggested and quoted customer to replace the ipc adaptor board. Tried to replace new ipc adaptor board and more act in troubleshooting. But the part replaced is the borrow part for troubleshooting. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.